Event description:
New information notes the device was inappropriate mode switching. The patient was fine post operatively, no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced.